Event description:
The pt experienced no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reportred problem was not resolved. Testing performed confirmed that the device was no longer functioning. The c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis results and the intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This ultimately caused the device to cease functioning. This older device configuration is not currently manufactured. Advance bionics will continue to monitor for failure of this type. If mfg resumes at a future date. Advanced bionics will determine if any additional actions are required. This is the final report.